Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening and subsidence of the tibial component into varus, medial bone loss, and loosening of the femoral component. The loosening occurred at the cement/bone interface. Depuy cement was used in the primary surgery.